Manufacturer narrative:
While supporting the go-live of new ER system, philips customer engineer (ce) noticed that red v-tach alarm was sounding out at the central station. The ce witnessed the event, and noted that the correct alarm tone and sounds were occurring, automatic strip was being recorded on strip paper, but color and placement of alarm message in strip window was like a blue inop instead of a red alarm. Also the strips were not being saved to alarm review. The ce was able to reproduce the issue. The issue was escalated to the philips product service engineer (pse) on 06feb08. The issue was reviewed by the cross-functional team on 14feb08 and the team concluded that this issue did not represent a pt safety hazard. Additionally, field change order was published on 12mar08 to upgrade the software revision as a fix on failure for this problem. A philips field service engineer loaded, as per the fco on all of the customer's emergency room monitors the following month, resolving the issue. No further investigation or action is warranted.

Event description:
It was reported that while supporting a go-live of a new ER system, the philips customer engineer (ce) noticed that a red v-tach alarm was sounding at the central station but the alarm message in the strip window looked like a blue inop. Although he noticed the correct alarms were sounding, the alarm strip was printing incorrectly.